Event description:
A user facility reported that during a treatment with a lumenis novus spectra laser system a, "patient [was] injured in [the] eye." No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Lumenis contacted the user facility directly to investigate the reported event. Reasonable attempts by phone and email were made to obtain further information from the user facility including relevant patient information and treatment settings; however none was received. Should lumenis receive this information from the user facility, this file will be updated. An examination of the subject device by a lumenis technical engineer stated that upon initial evaluation of the subject device they were unable to duplicate the reported error code. The engineer stated they found the extension fiber assembly to be source of no output at endo probe. The extension fiber assembly was replaced and the issue was resolved. The engineer performed output power calibration and noted subject device power is within specification. The engineer reported that, "no mention of an adverse event was ever made to me by dispatch or by the customer. Customer complaint to me was of low power/no aiming beam at treatment site. This was resolved by replacement of the extension fiber." Despite reasonable attempts to obtain information related to the reported patient eye injury lumenis is unable to confirm a patient adverse event occurred. Since a report of patient injury to the eye was reported by the initial reporter, lumenis is filing this MDR out of a preponderance of caution.